Event description:
The event involved a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer. The reporter stated that, when the bedside rn's student attempted to push morphine at the top of the line, the bifuse was still clamped at the bottom. When the morphine was attempted to be pushed, it instead reportedly leaked out through the bottom of the clave at the top of the line and dripped onto the floor. The bedside rn checked that it was screwed on properly by the student, and it was. The entire IV line was disconnected, morphine was pulled back out of the line, and the remainder wasted. A new dose was obtained for the patient, and a new line was primed. There was no report of any human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6). Hospital.

Manufacturer narrative:
Investigation summary received one (1) used mc330428 smallbore ext set w/microclave connected to one (1) used list #unknown 1ml syringe for inspection. No defects or anomalies noted. Fluid was infused through the mc330428 with the returned 1ml syringe for inspection. There were no restrictions in flow. The set was leak tested per product specifications. There was no leakage. The reported complaint of leakage could not be confirmed. Three (3) photos were provided showing the microclave and syringe. No defects or anomalies noted. Received one (1) used mc330428 smallbore ext set w/microclave connected to one (1) used list #unknown 1ml syringe for inspection. No defects or anomalies noted. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.